Manufacturer narrative:
Evaluation of the returned swiftpac coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was inside the distal tip of the pusher assembly. If the swiftpac coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire, resulting in the embolization coil detaching from the pusher assembly. Based on the reported complaint, the root cause of resistance could not be determined. It was reported that the detached embolization coil was pushed into the target location by the physician using the pusher assembly. Further evaluation revealed kinks in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician experienced resistance while advancing the swiftpac through the microcatheter and into the target vessel. The physician then attempted to reposition the swiftpac. While retracting the swiftpac for better positioning, the swiftpac unintentionally detached at the distal end of the microcatheter. The physician used the swiftpac pusher assembly to push the detached swiftpac into the target location. The procedure was completed at this point. There was no report of an adverse effect to the patient.